Manufacturer narrative:
The lot number was provided. The device history records were reviewed and there was nothing found to indicate there was a mfg related cause for this event. This is the only event reported for this lot number to date. The device has been returned to the MFR for evaluation. The investigation is currently underway.

Event description:
It was reported that a pta balloon ruptured at 10 atm and sheared off in the pt. Reportedly, during the first inflation, the pta balloon ruptured circumferentially at 10atm. During removal, the distal portion of the pta balloon detached and remained within the treatment site. A snare was used to successfully retrieve the detached portion of pta balloon. The pt was treated with heparin and is currently in good condition.